Event description:
Mitral valve replaced 10/13/98. Pt developed weakness & congestive heart failure. Admitted to hosp 11/3/98 transesophageal echocardiogram demonstrated malfunction of valve. Repeat open heart surgery 11/5/98 to replace value.